Event description:
Additional information revealed the patient's issue remains unresolved. However, no further interventions are planned.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced numbness in foot following a lead revision surgery on (B)(6) 2019 (reference MFR. Report#: 1627487-2019-05490, 1627487 2019-05490, and 1627487 2019--05491. As such, the patient underwent surgical intervention on (B)(6) 2019, where only the l5 lead was removed. Reportedly, the patient had effective therapy following the procedure.